Event description:
Boston scientific crm received info that this right atrial (ra) lead had high threshold measurements. This lead was explanted and a new lead was successfully implanted. To date, no adverse pt effects were reported.